Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 370 mg/dl, confirmed by glucometer at 350 mg/dl for approximately 2.5 to 3 hours, while using the ilet system with an infusion set on the abdomen. The user observed insulin leaking from the connector, indicating a fluid leak from the connector/coupler component, and changed the connector to resume delivery. Symptoms included dry mouth associated with high blood glucose. Outcomes included a delay to therapy while the issue was addressed without emergency care or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a leakage problem associated with the connector/coupler, consistent with a seal leak. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user was advised that the ilet should correct glucose levels within the next 90 minutes and to call back if needed.